Event description:
Per the audiologist's report, this pt's sound processor began switching off every hour in 2006. It progressed to shutting off every 3 minutes. The externals were swapped, but this did not solve the issue. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specifications. The surgeon explanted the device two months later and, a new device was implanted the same day.